Event description:
It was reported that a patient underwent an initial knee surgery approximately 8 years ago. Subsequently, the patient underwent a revision of a distal femur replacement as the stem in the femoral canal broke off. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Medical products: unknown - unknown knee hinge post with articular surface - unknown; unknown - unknown tibial component - unknown; unknown - unknown femoral component - unknown; unknown - unknown poly insert - unknown; unknown - unknown collar - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded by the hospital. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 h6: mechanical g4 -stem visual examination of the provided pictures identified all the implants were removed from the patient and shows sign of implantation. Also, the stem in the femoral implant was fractured. However, further analysis cannot be performed since the product was not returned. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.